Event description:
It was reported that the battery did not hold a charge. The device would shut off after a few mins of being unplugged, even after being charged for several hrs. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.